Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence it was reported that the patient had a hip surgery on friday and the doctor turned off the implant but patient was not sure if doctor followed medtronic's guidance on surgery (electrocautery). Patient said they were in recovery now and they weren't able to hold their urine. Patient said they could not get up because of the hip surgery to make it to the commode, so they were wearing diapers and just not able to hold urine. The patient said they turned therapy on, but they felt the stimulator "buzz them down" saying that it felt like there was metal in their leg. Patient said they turned off the therapy because it had been painful. The patient tried turning therapy back on, but they turned it off again because they had so much pain in their leg and felt stimulation at their implant site. Patient said they had been crying from the pain. Agent reviewed information about therapy and adjustments. Patient said they may try to turn stimulation down to a very low level to see if they could not have pain and get some symptom relief. Patient was directed to the health care provider. The patient said they would call their doctor but that they were recovering at home and couldn't get out of bed and said they had a nurse coming over to assist them. The patient asked if a representative could come to their home. The agent reviewed role of the rep and redirected the patient to a health care provider. The agent sent a message to the field to provide visibility to the situation. [See rd for med rev on hip replacement.]]

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.